Event description:
It was reported that during routine follow-up, this implantable pacemaker was found in safety mode. The device was then scheduled for replacement, however, this has not yet been confirmed. The device remains in service. No adverse patient effects were reported.

Event description:
It was reported that during routine follow-up, this implantable pacemaker was found in safety mode. The device was subsequently explanted and replaced. No additional adverse patient effects were reported. The device is expected to be returned for analysis.